Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that the intraocular lens was not implanted because the iol did not plunger properly and could not be used. The procedure was completed using unspecified backup lens without any harm to the patient.